Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed an increase in power consumption starting on (B)(6) 2021 leading to parameters above normal operating range. No alarms were logged during the analyzed period. Information received from the site indicated that, in addition to high power/ estimated flows, the patient presented with elevated lactate dehydrogenase (ldh), dark urine, and suspected pump thrombus. An echocardiogram, transthoracic echocardiogram (tte), and a computed tomography angiography (cta) were performed and the patient's anticoagulation was therapeutic. The patient was treated with anticoagulants, thrombolytics, and intravenous bivalirudin. Furthermore, the patient had runs of ventricular tachycardia in the morning and was said to be nothing by mouth (npo). Additionally, the patient's ldh continued to increase and was sent to the operating room for a pump exchange. Failure analysis of the returned pump revealed that the device passed functional testing and visual inspection. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. Internal pathology report revealed evidence of thrombus within the pump. As a result, the reported high power and thrombus events were confirmed. Based on the available information and investigation conducted, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, and cardiac arrhythmias are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received intravenous milrinone.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and corrections. A5a ethnicity, a5b patient race, b7 relevant history, and g2 report source were inadvertently omitted. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for elevated lactate dehydrogenase (ldh), dark urine, and suspected vad thrombus. The vad exhibited power consumption above normal and elevated flows, but no alarms. An echocardiogram, transthoracic echocardiogram (tte), and a computed tomography angiography (cta) was performed but the cta was unrevealing. The patient's anticoagulation was therapeutic and the patient's international normalized ratio (inr) upon admission was 2.1. The patient was treated with anticoagulants, thrombolytics, and intravenous bivalirudin. It was further reported that the patient had runs of ventricular tachycardia in the morning and was said to be nothing by mouth (npo). Additionally, the patient's ldh continued to increase. The patient was sent to the operating room where the vad was exchanged to a competitor vad. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Revised product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Log file analysis revealed an increase in power consumption starting on 15/oct/2021 leading to parameters above normal operating range. No alarms were logged during the analyzed period. Information received from the site indicated that, in addition to high power/ estimated flows, the patient presented with elevated lactate dehydrogenase (ldh), dark urine, and suspected pump thrombus. An echocardiogram, transthoracic echocardiogram (tte), and a computed tomography angiography (cta) were performed and the patient's anticoagulation was therapeutic. The patient was treated with anticoagulants, thrombolytics, and intravenous bivalirudin. Furthermore, the patient had runs of ventricular tachycardia in the morning and was said to be nothing by mouth (npo). Additionally, the patient's ldh continued to increase and was sent to the operating room for a pump exchange. Additional information received indicated that the patient was covid positive at the time of submission, hemodynamically compromised, and received intravenous milrinone. Failure analysis of the returned pump revealed that the device passed functional testing and visual inspection. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report revealed evidence of thrombus within the pump. As a result, the reported high power and thrombus events were confirmed. Based on the available information and investigation conducted, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, infection, and cardiac arrhythmias are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was found to be covid positive at the time of submission and hemodynamically compromised.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem h6 ime FDA code investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the patient was covid positive upon admission, the patient was asymptomatic with some coughing and no action was taken for the covid.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient experienced hemolysis and required intubation. Updated sections: section b5 describe event problem updated with new information section h6 patient codes updated to add hemolysis code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced hemolysis and also had to be intubated.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. A review of the pump's manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Log file analysis revealed an increase in power consumption starting on (B)(6) 2021 leading to parameters above normal operating range. No alarms were logged during the analyzed period. Information received from the site indicated that, in addition to high power/ estimated flows, the patient presented with elevated lactate dehydrogenase (ldh), dark urine, hemolysis, and suspected pump thrombus. An echocardiogram, transthoracic echocardiogram (tte), and a computed tomography angiography (cta) were performed and the patient's anticoagulation was therapeutic. The patient was treated with anticoagulants, thrombolytics, intravenous bivalirudin, and was intubated. Furthermore, the patient had runs of ventricular tachycardia in the morning and was said to be nothing by mouth (npo). Additionally, the patient's ldh continued to increase and was sent to the operating room for a pump exchange. Additional information received indicated that the patient was covid positive at the time of submission with some coughing, hemodynamically compromised, and received intravenous milrinone. No further action was taken to treat for covid. Failure analysis of the returned pump revealed that the device passed functional testing and visual inspection. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report revealed evidence of thrombus within the pump. As a result, the reported high power and thrombus events were confirmed. Based on the available information and investigation conducted, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, infection, and cardiac arrhythmias are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details, laboratory data and relevant history. Correction to d4 unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an echocardiogram and cardiac computerized tomography (CT) were done which showed no acute changes or evidence of thrombus. The cardiac CT showed ¿very mild¿ narrowing at the anastomosis of the outflow graft to the aorta but no flow was restricted. The reported runs of vt were thought to be due to hypovolemia and intravenous (IV) fluids were administered. Upon removing the vad to exchange with a competitor device, there was pannus noted in the inflow cannulation site which was excised. Intraoperatively, the patient had hemolysis and required three units packed red blood cells (prbc), four units fresh frozen plasma, two units of platelets and one cryoprecipitate.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's device history record and sterility certificate confirmed that the associated device met all requirements for release. Log file analysis revealed an increase in power consumption starting on (B)(6)2021 leading to parameters above normal operating range. No alarms were logged during the analyzed period. Failure analysis of the returned pump revealed that the device passed functional testing and visual inspection. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report revealed evidence of thrombus within the pump. As a result, the reported high power and thrombus events were confirmed. The reported pannus at the inflow cannulation site could not be confirmed due to insufficient evidence. Based on the available information and investigation conducted, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, infection, and cardiac arrhythmias are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.